Event description:
Follow up x-rays revealed screws backing out of this plate at c5-c7. Surgeon plans to revise patient.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number.